Event description:
During an initial implant procedure, failure to sense was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.